Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. According to fsr, it is possible that the main printed circuit board malfunctioned and caused the reported issue. No root cause has been determined at this time since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela cf ventilator unit caused transducer fault. At this time, there is no information regarding patient involvement associated with the reported event.